Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the harmonic ace blade fractured at the root during firing and a fragment fell inside the patient. It was confirmed that the fractured part was completely removed by the assistant and no fragment remained in the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the harmonic ace instrument tip was retrieved by the assistant using a laparoscopic instrument. The assistant confirmed that all fragments were retrieved through the endoscope. There was no additional surgical procedure or post-operative tests performed. The surgeon believes the instrument broke due to a quality issue. The instrument was inspected prior to use with no damage observed. The instrument broke after being used for 30 minutes to a 1 hour. The instrument was being used to coagulate the tissue when the instrument broke. The surgeon found that the instrument had insufficient energy. There was no instrument collision. Upon final removal of the instrument, there was no resistance through the cannula, no damage to the cannula, and no further damage to the instrument. There was no injury to the patient and the patient has not returned to the hospital.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken curved blade. The broken piece measuring approximately 0.40" x 0.10" was not returned. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Review of the provided image by a regulatory post market surveillance analyst was consistent with the fractured blade.